Event description:
It was also reported that the patient went to the hospital due to having complete heart block and there was no output on the device.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed lifted hybrid bond wires.

Event description:
It was reported that during a device check there was no pacing output and the device was not able to be interrogated. One month earlier, the device was projected to have two years of longevity left. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.